Event description:
A consumer reported that when she bent or sat on the toilet she got a 10-15 second jolt which she considered an "electrical shock" when this happened, she checked her patient programmer (pp) and the stimulation was up to 8.1 something. She did not recall the position the pp showed. She tried calling her health care professional (hcp), but did not want to leave a voicemail. It was reviewed that the consumer could turn adaptive stimulation off until she saw the hcp; however, the consumer was upset that the manufacturer could not log into the device and program it. She requested to meet with a manufacturer representative. The consumer was directed back to her hcp. Indication for use included non-malignant pain.

Event description:
Additional information was received from the health care professional (hcp) stating the patient first started experiencing the shocking sensation when bending or sitting at the end of (B)(6) or first part of (B)(6) 2016. The cause remains unknown, and the device was interrogated and nothing found. There were no program changes but some transition zone changes as actions/intervention taken to resolve. The patient has an appointment with the manufacturer representative (rep) for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.